Event description:
It was reported that the rv (right ventricular) lead was explanted and replaced due to an apparent lead fracture, and that the patient received inappropriate therapy due to t-wave oversensing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other: it was reported that the rv (right ventricular) lead was explanted and replaced due to an apparent lead fracture, and that the patient received inappropriate therapy due to t-wave oversensing. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examinationcomponent/subassembly failurelead conductordevice was out of specification in a manner that relates to event lead(s), fracture of oversensing shock, inappropriate.